Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was received with a crack in the battery compartment and a stripped battery cap; the pump would not power up properly until a test cap was securely placed. There were no alarms related to the complaint. The total daily dose history demonstrated that the basal delivery was accurate up to the time of the patient event and that it correctly reflected the user settings. The black box does not show any re-booting events although some history was overwritten due to continued use of the pump after the patient event. The pump was exercised for 29 hours and a flow accuracy test was performed. The pump delivered accurately as designed. There was no evidence that power outage or under delivery of insulin via the pump contributed to the patient event.

Event description:
The patient called animas on (B)(6) and reported that when she was in the doctor's office 10 days prior to calling animas she noticed a crack in the pump near the battery compartment. The pump reportedly rebooted twice in the past week without user intervention and with one of the reboots the patient reportedly experienced a blood glucose level of 30.4 mmol/l with headache and thirst. The patient corrected her blood glucose level by injecting insulin via a syringe and did not require medical attention. The patient was still on pump therapy at the time of the call to animas. There was no damage noted to the battery cap and the cap is three months old. She said there was no visible damage to the battery cap. There was no moisture noted and no trauma noted. The patient was not able to securely tighten the cap to resistance. There was no visible corrosion in the battery compartment. The issue was not resolved through troubleshooting. This complaint is being reported because the pump reportedly rebooted and the patient experienced elevated blood glucose levels indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The owner's booklet states "cracks, chips or damage to your pump may impact the battery contact and/or the waterproof feature of your pump" and to call animas if the user suspects the pump has been damaged. Therefore delaying calling animas prior to the reboot issues was also a factor the patient's elevated blood glucose levels.